Event description:
Info received indicates a (B)(6) old male was implanted with a spectra device, details were not provided. On (B)(6) /2010, the spectra device was removed and an ipp device was implanted due to pt dissatisfaction. Ams has requested additional info.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Attempts are being made to obtain additional info and the return of the explanted spectra. Should additional info become available regarding this revision surgery, it will be re-evaluated and a f/u report sent. The frequency of occurrence of the event is not greater than usual and is sufficiently captured in our risk analysis.